Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Setup and use of the mobile power unit (mpu) with the heartmate ii lvas system are documented in the heartmate ii lvas patient handbook with mpu and heartmate ii lvas IFU with mpu. The heartmate ii patient handbook instructs users to not twist, kink, or sharply bend the mobile power unit patient cable. It cautions against allowing the cable to come into contact with sharp objects and advises user to use proper care, and to prevent it form being pinched or bent. The reported event of damage to the mobile power unit patient cable, was confirmed. The unit was sent to the service center for repair, where the unit ((B)(6)) was evaluated and was replaced in accordance with approved labeling. The mpu and damaged patient cable were received and the damaged cable was confirmed to have multiple perforations. Multiple internal wires were found to be severely damaged with conducting metal exposed. The internal orange wire (15vcc power) was found to be severed; the white (rs232 transmit), black (rs232 receive), and yellow wire (15vcc power) were found to be shorting to each other. These damaged wires were the cause of the mpu alarming on startup. The heartmate mobile power unit ((B)(6)) was tested with swapped functional patient cables and was found to power up normally without alarms. It was then connected to a test heartmate ii controller and test loop and was found to operate as intended. A root cause for perforations to the mpu patient cable cannot be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that there was damage to the mobile power unit (mpu) patient cable. The patient was provided a new mpu and the old unit was returned for investigation.